Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was no failure on the device. A field service engineer (fse) logged into the desktop to check settings and disabled bluetooth. The fse logged into the hardware test application (hta) to verify all drawers, and mini pockets were working correctly, opened the side cover to check connections in the electronics drawer, and removed dust from the side cover. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, multiple drawers were failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.